Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-jun-2024, it was reported that patient faced infusion set tubing occlusion event. Patient changed supplies as necessary and resumed insulin therapy. No further information available.